Manufacturer narrative:
The event history was downloaded from the device, and it was found that on (B)(6) 2023 the device was not used, however, the last infusion of (B)(6) and 2 was reviewed. The initial programming at 11ml/h completed a volume of 233.9ml with a duration of 21h26min. The 2nd programming that started was at 250ml/h, a volume of 266ml with a duration of 1h6min. The initial programming was to happen in a time of 45h27min, actually it ended in 22h32min due to the change in administration rate from 11ml/h to 250ml/h. The suggested infusion for ifosfamide with a volume of 500ml is an administration rate of 250ml/h which has a time of 2 hours. By programming an administration rate of 11ml/h the duration is increased to 45 hours 27 minutes. A keyboard test was performed to verify that the pump did not auto-program. Each key works correctly; the test passed correctly. Probable cause was not found on the date reported by the clinic staff, but similar information was found on february 1 and 2, for which an error in the programming is evident.

Manufacturer narrative:
The device is expected to be evaluated at the customer site. However, the evaluation has not yet been completed. Telephone extension: (B)(6).

Event description:
The incident involved a plum 360 infusion pump. The customer reported that the actual administration time was not in accordance with the scheduled time. On (B)(6)2023, the pump showed that ifosfamide was programmed to infuse in 48 hours when it should have infused in 2 hours. The event occurred during patient use, however no one was reported harmed as a result of this event.